Event description:
The ge oec 9800 fluoroscopy system displayed regulator filament failure.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective regulator filament drive pcb that was removed and replaced. The system was re-calibrated. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect were reported because of this malfunction.